Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the ophthalmic assistant reported the lens was exchanged ten days following the initial surgery. She reported in the surgeon's opinion, the device did not cause/contribute to the event and prior radial keratotomy (rk) made the outcome difficult to predict. She reported the event continues after the exchange and the pt continues to be evaluated.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 01/03/2012 by fax and mail. A completed questionnaire was received on 01/04/2012. (B)(4).